Manufacturer narrative:
All pertinent information available to sight sciences, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803. (B)(4).

Event description:
The surgeon reported that the microcatheter was severed during the procedure. The site did not report any adverse impact to the patient associated with this event.